Manufacturer narrative:
Check of the DHR: by checking the sterilization charts of the involved lot#s, no pre-existing anomaly was found, thus we can state that all the components placed on the market with these lots have been properly sterilized. This is the first and only complaint of infection received with these lot#s/ster. No explants available to be returned to limacorporate for further analysis. Xrays analysis: xray images dated (B)(6) 2019, referring to pre-op first stage revision, were received by limacorporate and sent to medical consultant, who stated "there is nothing much I can comment other than on the x ray the glenoid baseplate axioma complex has migrated superiorly consistent with loosening. The cemented stem does not appear to have loosened." The complaint source reported that a washout was already performed on (B)(6) 2018 and staphylococcus epidermidis was found. Furthermore, the surgeon remarked that this patient has brachial plexus injury. Therefore, based on the info reported by the complaint source, the check of the dhrs and the opinion of medical consultant, we conclude that root cause of this event is related to poor patient condition. Pms data: according to our pms data, smr reverse revision rate due to infection is (B)(4). None of the cases we could investigate were classified as product related. No corrective actions planned for this case. Limacorporate will keep monitored the market.

Event description:
Smr reverse revision surgery due to infection performed on (B)(6) 2019 (first stage revision). During the revision, all the glenoid and humeral components previously implanted have been removed and cement spacer was inserted. This is the third surgery suffered by this patient: primary surgery on (B)(6) 2011: right hemi shoulder arthroplasty performed; conversion from smr anatomic hemi to smr reverse on (B)(6) 2015; first revision surgery on(B)(6) 2015. According to the info provided, a washout was performed in (B)(6) 2018. Patient was also treated with antibiotics after founding staphylococcus epidermidis. Increasing stiff and painful shoulder have been reported. Surgeon remarked that the patient has brachial plexus injury. It was reported to us that, at time of smr reverse revision surgery, a large, red and endemateous soft tissue mass was visible on patient's right shoulder from recent surgical scar (washout in (B)(6) 2018). The following components have been explanted: smr reverse humeral body short code 1352.15.005 lot# 1511212 ster. 1500303; smr reverse liner standard code 1360.50.010 lot# 14l0367 ster. 1400269; smr glenosphere ø 36mm code 1374.09.111 lot# 1415042 ster. 1500057; smr connector small r code 1374.15.305 lot# 1506952 ster. 1500158; smr glenoid peg tt small-r #l code 1375.14.653 lot# 1506737 ster. 1500222; smr glenoid baseplate small-r code 1375.15.605 lot# 1506390 ster. 1500203. Recently, our complaint source informed us about the second stage revision was performed on (B)(6) 2019 (event not registered as a complaint by limacorporate since only cement spacer was in situ. No explants involved). Event occurred in australia.

Manufacturer narrative:
By checking the sterilization charts of the involved lot#s, no anomaly was found, thus we can state that the components placed on the market with these lot#s had been properly sterilized. We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery due to infection performed on (B)(6) 2019. All the glenoidal and humeral components have been removed and cement spacer inserted. This is the third revision surgery for this patient (primary surgery on (B)(6) 2011, first revision - conversion from hemi to reverse on (B)(6) 2015, second revision on (B)(6) 2015, cause unknown). According to the info provided, a washout was performed in (B)(6) 2018. Patient was also treated with antibiotics after grewing staphylococcus epidermidis. Increasing stiff and painful shoulder have been reported. Surgeon remarked that the patient has brachial plexus injury. It was reported to us that, at time of revision surgery, a large red, edematous soft tissue mass was visible on patient's right shoulder from recent surgical scar (washout in (B)(6) 2018). The following components have been explanted: smr reverse humeral body short code 1352.15.005 lot# 1511212 ster. 1500303; smr cemented stem ø14 mm 1306.15.140 lot# 1002029 ster. 1000192; smr reverse liner standard code 1360.50.010 lot# 14l0367 ster. 1400269; smr glenosphere ø 36mm code 1374.09.111 lot# 1415042 ster. 1500057; smr connector small r code 1374.15.305 lot# 1506952 ster. 1500158; smr glenoid peg tt small-r #l code 1375.14.653 lot# 1506737 ster. 1500222; smr glenoid baseplate small-r code 1375.15.605 lot# 1506390 ster. 1500203; event happened in (B)(6).